Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿turned on and off automatically¿. The unit was triaged and the customer¿s reported condition was confirmed. The overlay was replaced due to traces of thermal damage. After the overlay was replaced the unit powered on normally. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-08-30.

Event description:
According to the reporter, the enteral feeding pump turned on and off automatically during testing.